Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no additional information is available. No conclusion can be drawn at this time. No initial reporter contact information was included on the maude report, therefore, no follow up can be made. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Information rec'd via maude event report (B)(4): the pt reported he has undergone a total of three hernia surgeries. The first mesh was a marlex mesh which was explanted in 2010. During the explant procedure, the surgeon implanted another manufacturer's mesh (gore-tex). The pt continued to have problems after this second mesh implant and underwent a second explant. The hernia was repaired utilizing a primary repair technique (no mesh implanted). Please see details below regarding reported symptoms pt reported regarding marlex mesh: in 2008 -- the pt underwent implant of unk marlex mesh to repair an indirect inguinal hernia. The pt reported the following problems started to occur after the mesh was placed: bruising, shooting pain to the testicle, mesh had grown around the vas deferens, reduced sperm volume, mild fevers, extreme weakness, bowel problems, burning, rash, and hives. The pt reported he was diagnosed with inguinal hernia mesh rejection.